Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the 3 infusion set cannulas were kinked. The events occured on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 respectively for three infusion sets. The infusion sets were in use for less than a day. The location of site was upper buttocks. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).